Manufacturer narrative:
Submit date: 08/09/2016. An investigation is currently underway; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer states blood leakage was found during use. The surgeon checked and found there are two little holes on the tube right under the conjunction.

Manufacturer narrative:
The device history record (DHR) was reviewed and no deviations related to this failure were found. There are no non-conformances related to the reported issue for the involved lot. The product sample was returned for investigation, it consisted of a qplus catheter which was received inside a generic plastic. The catheter presented signs of use (remains of blood). Visual inspection was performed and it revealed a pinhole on the extension venous. The extensions did not present others marks. Additionally, the clamps were reviewed and were not found with any issues or irregularities. In order to confirm the reported issue, the sample returned was submitted to an underwater test and bubbles were detected. They were coming out of a pinhole on the extension of the catheter from the lumen which corresponds to the venous extension. The lumen related to the arterial extension did not show bubbles during the test. In addition, the pinhole was magnified and it was observed that the pinhole was irregular. As per the instructions for use (IFU), it is necessary to perform a visual inspection before using the device. Do not use the catheter if it is crushed, cracked, cut or otherwise damaged. Clamping the catheter repeatedly in the same spot could weaken the tubing. Exercise caution when using sharp instruments near the catheter. Catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks scrapes, or cuts which could impair its performance. The sample was received damaged after being in use and there is evidence that the catheter was manipulated and this manipulation could be associated with the damage found in the extension. This issue could be related to the use of sharp objects or rough edges after catheter insertion. Devices are inspected for leaks or cuts per procedure. The most probable root cause can be considered that the damage was more likely caused due to the inappropriate use of sharp objects, repeated clamping or other similar damage. The evidence provided is enough to discard the manufacturing process as a potential cause. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection, leak testing and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. No additional actions are required. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The actual sample involved in the reported incident was not returned for evaluation and no additional information, pictures or videos were received. Since no sample was returned for examination, it was not possible to evaluate it as part of a comprehensive failure investigation. A device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all dhrs are reviewed for accuracy prior to product release. If the sample is returned in the future, this complaint will be re-opened for further investigation. The available information was analyzed and it did not allow confirming a root cause for the event. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are performed in the plant) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.